Event description:
It was reported that a suspected lead malfunction was observed. It was also noted that the patient underwent an unspecified corrective surgery. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the lead was explanted due to noise as a result of a fractured lead.